Manufacturer narrative:
The system was examined and the reported event was identified. The company representative indicated the connection to the gas bottle was not fully tightened and the valve on the bottle was left open when not in use. The company representative fixed the issue and verified the system to function as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. This system was manufactured on april 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an improper use of the gas bottle. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing problems with auto gas filling. The timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).